Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the turret damage, found during device evaluation, was due to deterioration and deformation, associated with long term use of the device. The likely cause of the user facility reported problem of "scope would not stay" was determined to be wear due to repeated use for a long period of time.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problems were confirmed. The front panel was observed damaged. In addition, it was noted that the lens base, turret plate and switch were damaged. The reported problem of the "scope would not stay" was confirmed due to a worn scope socket.

Event description:
A user facility reported to olympus that the front panel was broken and the scope would not "stay." The problem, as reported to olympus, occurred during a colonoscopy procedure. The intended procedure was completed using the same device. No patient injury associated with the event occurred.